Event description:
The day after undergoing colonoscopy, a patient returned to the hospital due to experiencing symptoms of cramps, chills and bleeding. Upon examination, the surgeon viewed a red mucosa and cultured the patient in order to determine if the patient is infected and the type of infection. At this time, the results of the culture are unknown. Currently, the hospital staff does not record the serial number for scopes used during procedures and the olympus sales rep will strongly recommend the importance of serial number tracking in order to link patient to specific endoscopes in use.